Event description:
Between roughly (B)(6) 2004 and (B)(6) 2004, I was receiving botox injections. I was only being charged (B)(6). I thought it was odd since the standard price was (B)(6). However, they were only lasting about 3 weeks. At that frequency, they were much more expensive. The same doctor led me to getting large breast implants through the nipple which caused great pain and suffering to this day that I was not in the market for and put my topless photos on the internet without any consent. I scratched that line out of a pre-surgical form he had me sign. The state came to my home in 2007. I was told they went through all of the doctors files to find that I was the only one that did not waive my rights in exchange for free botox. I remembered being faxed forms and asked to sign and return them to the doctor's office. However, having remembered thinking being forced to pay for before and after photos in different positions and finding a line where it said he could use my photos; however, he liked without even discussing it with me. I chose not to sign the forms he faxed to me. Also, I do not remember an offer of free botox. I am not one to exchange, sell or give up my rights quickly. And, I would definitely question an offer of free botox in exchange for my rights. I moved in 2008. I did not hear from the state again. When I tried to contact them, I was told that they could not find a record of the case. However, I would think the matter was very serious for them to go through ever single out of files and to come to my home after identifying me as the only one not to waive my rights. Also, I designed my own tattoo. But, one thing I did seem to glean about the photos on his website. It seems the women had tribal style tattoos in common. One man in my neighborhood asked to see my tattoo once and then disappointedly remarked. "Oh, it's fine art." I was never given details as to what is going on. However, I did attempt to initial a suit over the implants. I already suffered from a physical disability including a middle ear disorder with 34-year non-spinning vertigo and 20-year narcolepsy-like symptoms by the time it was diagnosed. I also had hearing issues and other issues with regards to my ears. Date the person first started taking or using the product: (B)(6) 2004. Date the person stopped taking or using the product: (B)(6) 2005.